Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a(B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient started treatment with dianeal pd2 ultrabag, (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was the patient made a mistake. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, loading dose, ip), amikacin (500mg, loading dose, ip), amikacin (250mg, daily, ip) and fortum (1gm, daily, ip). It was not reported if dianeal therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. The peritonitis resolved on (B)(6) 2011. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.